Event description:
Patient admitted for outpatient surgery for hernia repair and was discharged with on-q pump kit and he would receive pain medication via pump. Patient indicates no relief and to be in pain during this time and during tape removal of pump.